Manufacturer narrative:
The rotary joint was confirmed to be leaking water. This is a known occurrence. Several failed units have been returned to manufacturing engineering in order to perform a failure analysis for the failed units. A number of these units were returned to the swivel supplier for leak testing and additional evaluation. Varian investigation identified that excessive wear within the swivel joint. Specifically, wear was found on the o-rings which seal between the water in the cooling system and the grease which lubricates the swivel joint. Wear was also found in the bearing races and in the ball bearings. Corrosion was also found on the ball bearings which are made from (B)(4). The units that were returned to the supplier company underwent a leak test in which successively higher loads are placed on the swivel joint while the swivels are tested for leaks. The supplier was able to duplicate the leaking condition under load. Further evaluation will be made by the supplier. Although there was no reported injury in this case, the available information suggests a malfunction in the device. Varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. The rotary joint was replaced and the device returned to normal operation. No further follow-up to this MDR is expected.

Event description:
While troubleshooting a gfil (gun filament) interlock, it was noticed that a swivel joint in the gantry was leaking water and the system had to be closed until this was fixed. This issue occurred in the gantry windup, water cooling swivel joints. A varian csr observed this event. There was no report of any injury to a patient or the user and no patient information was provided.